Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: j minim invasive gynecol. 2014 sep-oct;21(5):825-9. Doi: 10.1016/j.jmig.2014.03.012 - (B)(4).

Event description:
It was reported via journal article: ¿title: barbed suture vs traditional suture in single-port total laparoscopic hysterectomy¿. Author(s): taejong song, md, and san-hui lee, md. Citation: j minim invasive gynecol. 2014 sep-oct;21(5):825-9. Doi: 10.1016/j.jmig.2014.03.012. The case-controlled study aimed to evaluate surgical outcomes in which barbed or traditional suture was used for repair of the vaginal vault during single-port total laparoscopic hysterectomy (tlh). Between jan2013 and oct2013, 102 patients with gynecologic disease underwent single-port tlh using traditional intracorporeal continuous suture (n=59) and using an absorbable unidirectional knotless barbed suture (n=43) for vaginal vault repair. In the control group (traditional suture), a single layer using 1-0 vicryl or monosyn sutures in a continuous manner was used in vaginal cuff closure. Postoperatively in control group, 2 patients had vaginal vault bleeding and one was required with blood transfusion. There were no differences in complication rates between the traditional suture and barbed suture groups in the study.